Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that at 4:00 a.m. She received insulin from her insulin pump based on the reading obtained on the contour next link 2.4 meter. No specific reading was provided. The customer fainted after administering insulin. She took glucose tablets to regulate her sugar level and recovered well. No further details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips from lot # 2cpeg14b using blood sample, which gave a satisfactory performance.